Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres, the balloon ruptured. The device was removed. The procedure was not completed for another reason. No patient complications were reported.